Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The console and data logs were returned and reviewed. The log shows that the placement signal dropped to a negative value and gradually became more negative. This console was tested and was unable to reproduce the reported failure mode by running the optical test pump. There was no issue with the analog output, confirming that there was no problem with the optical bench. The root cause for abnormal placement signal was not determined due to the inability to reproduce. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. The console displayed a 'placement signal not reliable' alarm. The intervention steps taken are unknown. No harm was reported to the patient.